Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot due to intermittent turn on. The receiver download was retrieved and attached. A "shutdown receiver" at high battery capacity displayed in receiver log on 11/03/17 incident date. Functional testing could not be performed as the device did not turn on. The receiver was opened and an internal inspection was performed. The inspection failed as a defective battery with a cracked controller chip was found. The complaint was confirmed due to a defective battery. The reported allegation was not found. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.